Event description:
It was reported that on (B)(6) 2011, the patient presented with severe back and leg pain and the preoperative diagnosis of l4-5, l5-s1 degenerative disc disease with retrolisthesis with back pain and leg radiculopathy and underwent surgery which consisted of an anterior lumbar interbody fusion l5-s1; introduction of a synthetic cage device at l5-s1 for the anterior lumbar interbody fusion; right-sided direct lateral interbody fusion l4-l5 with retroperitoneal transpsoas approach; introduction of synthetic cage device right side l4-5, direct lateral interbody cage size 10 x 50; posterior instrumentation with pedicle screws at l4, l5 and s1 with titanium rod; posterolateral facet fusion l4-l5, l5-s1. Per the operative report ¿¿we stuffed the cage with synthetic bone graft and bone morphogenic protein and placed the cage at l5-s1 anteriorly after confirming its central placement. This achieved reduction of the retrolisthesis, restoration of foraminal height and lordosis¿ we prepared the endplates for a direct lateral interbody fusion and then used sizers up to size 10 x 50 cage which was found to be appropriate. Then we introduced a 10 x 50 lordotic cage at l4-l5 which was stuffed with synthetic bone graft and bone morphogenic protein¿.¿ it should be noted: ¿there was an aberrant lumbar vessel running across the disc space which was not a normal anatomy and possibly supplying vital structures, so a decision was made not to sacrifice the vessel and it was not possible to perform an anterior lumbar interbody fusion at l4-5 due to the presence of this vessel¿¿ imaging showed a very slight retrolisthesis of l4 on l5 and very slight anterolisthesis of l5 on s1. However, hardware positioning appeared satisfactory. No patient complications were noted. Post operatively, the patient had a lot of abdominal pain and distention. It was thought that the patient had a post op ileus. Also acute blood loss anemia. On (B)(6) 2011, the patient presented with increased abdominal pain. On (B)(6) 2011, there was concern that there may need to be surgical intervention if the patient developed acute abdomen. The patient underwent an acute abdominal series for ng tube placement. Imaging showed ng tube terminated in the fundus. Atelectasis or infiltrate lung bases. Dilated loops large and small bowel was filled with gas. This may have reflected ileus or very distal obstruction. The patient presented with back and abdominal pain and some numbness in the anterior thighs. On (B)(6) 2011, the abdominal pain had improved, but was still present with distention. Back pain was moderate to severe. The patient underwent a post PICC placement - x-rays. Reposition of PICC line. On (B)(6) 2011, the patient¿s hemoglobin was down. Ileus appeared to be resolving. On (B)(6) 2011, the patient presented with back pain with radicular leg pain and post-operative constipation. The patient underwent a left lower extremity venous duplex doppler, which showed no definite findings of deep vein thrombosis formation. On (B)(6) 2011, the patient was discharged from hospital. On (B)(6) 2011, the patient, approx. 3 weeks post op, presented with increased midline low back and groin pain the patient underwent lumbo /lumbosacral x-rays which showed l4-l5, l5-s1 intervertebral cage devices with posterior screws - good alignment. It was recommended that the patient wear a low profile lso brace. Medications: lortab and percocet for breakthrough pain. On (B)(6) 2011, in a telephone encounter, the patient reported a lot of back and stomach pain. On (B)(6) 2011, in a telephone encounter, the patient reported a lot of pain in their stomach especially when they walked. The patient reported they had seen a doctor to see if they had a hernia and they did not. They had received an abdominal binder which the patient was wearing under their brace. On (B)(6) 2011, in a telephone encounter, the patient reported an improvement in pain and that they had started their period and felt this may have contributed to the stomach pains and bloating. On (B)(6) 2011 the patient presented with midline low back pain. It was reported that the patient was improving but progress was slow. There was a lot of muscle pain in the paraspinal region of the lumbar spine. The patient was to start pt. The patient was to quit use of brace. On (B)(6) 2011, in a telephone encounter, the patient reported a lot of pain especially in stomach and back. The patient was requesting additional medication or an increase in frequency of intake. On (B)(6) 2011, in a telephone encounter, the patient reported a lot of break through pain and wanted an additional/or change of dosage medication to help with the pain. The patient reported stomach pain related to incision. Scar tissue was improving. On (B)(6) 2011, in a telephone encounter, it was reported that the patient had experienced a lot of pain the day before ¿ so much so that they had been bed ridden. It was reported that the patient expressed they were so miserable and wanted to die. On (B)(6) 2011, in a telephone encounter, the patient reported they were feeling better, but still felt sore and stiff. On (B)(6) 2011, the patient presented with midline low back pain and underwent lumbo /lumbosacral x-rays which showed posterior screws l4-s1 and good progressive bone healing. Diagnosis: spondylolisthesis, degenerative lumbar disc, and myalgia/myositis. Medications; cymbalta, tylenol, robaxin, hydrocodone ¿ acetaminophen, and vit b. On (B)(6) 2012, approx. 4.5 mo post op, the patient presented in pt with occasional back pain and left leg pain. The patient also reported fatigue, weight loss, vision loss, constipation, and some tenderness on the left lower incision. The patient underwent an MRI which showed no evidence of compression neuropathy. The patient was prescribed gabapentin for nerve irritation. On (B)(6) 2012, the patient presented with post laminectomy syndrome and underwent an MRI, which showed the appearance of bone reabsorption around the screws at l5 and bilaterally greater at l5 suspicious for loosening. There was no evidence of subluxation with flexion or extension. On (B)(6) 2012, the patient underwent a MRI which demonstrated expected postoperative changes related to l4-l5 and l5-s1 discectomy and anterior fusion and also posterior fusion at the l4 and l5 vertebral levels. There was no evidence of any abnormal fluid collection or soft tissue mass in the surgical bed. No epidural scarring or fibrosis. There were normal appearing cauda equina nerve roots. There was no image evidence of arachnoiditis or adhesions in the thecal sac. Although the evaluation of neural foramen was suboptimal due to artifact from the pedicle screws, no significant spinal canal or foraminal stenosis in the lumbar spine was noted. On (B)(6) 2012. The patient underwent an abdominal and pelvic CT scan, which no evidence of bowel obstruction or acute abdominal or pelvic inflammatory process. The patient also underwent a cerebral CT scan which was unremarkable. The patient underwent a chest x-ray which was negative. On (B)(6) 2012, the patient underwent a MRI which showed postoperative changes of fusion at l4-l5 and l5-s1 with interval removal of the left pedicle screw at s1. No evidence of significant disc bulging, focal disc protrusion or significant spinal stenosis. The patient also underwent a thoracic spine MRI, which showed mild degenerative disk and facet disease with resultant mild multilevel foraminal stenosis, but was unremarkable without evidence of significant disk bulging, focal disk protrusion or significant spinal stenosis or acute fracture. On (B)(6) 2012, the patient reported restlessness, difficulty sleeping, tachycardia, and edginess. Impression: severe anxiety disorder with probable early depression, post-menopausal hot flashes with improved on estrogen, and severe restless leg syndrome. Medications: the patient was placed on alprazolam, ativan, ropinirole, and estradiol. In the encounter notes it mentioned that the patient had presented the week before with dizziness, nausea and vomiting, that the patient had a lot of their medication stopped and was treated for their h. Pylori gastritis. On (B)(6) 2012 the patient presented with dizziness, nausea, vomiting, and chromic chest pain. The patient underwent chest x-rays. Results: negative chest. On (B)(6) 2012, the patient presented with lumbar post-laminectomy syndrome, chronic low back pain, and left lower extremity symptomology including anterolateral thigh pain. In the patient¿s history, it mentioned that the patient reported that in their original anterior surgery, her omentum was sewn into the closure. This did require a laparoscopic procedure for revision (date not listed). On (B)(6) 2013, the patient presented with low back pain, left leg and hip pain. The patient underwent a lumbar myelogram, which showed hardware intact, alignment appeared normal, there was no evidence of abnormal motion, there was no evidence of significant canal stenosis, on (B)(6) 2013, the patient presented with pain with rom and left thigh pain. The patient was ambulating with an antalgic gait. A previous CT myelogram was reviewed which showed normal alignment of the lumbar spine, surgical changes related to l4-l5 posterior bi-pedicular fusion and anterior lumbar interbody fusion at l5-s1. The hardware appeared intact without evidence of failure. Disc replacements had been performed at l4-l5 and l5-s1. There was no evidence of significant canal or foraminal stenosis. There was some evidence of bone appearing in the cages, but no trabecular pattern there ¿ possible pseudoarthrosis. On the left side at the l4 screw, it appeared that the screw which was placed percutaneously might be through the facet joint and causing some of her left-sided low back pain. Surgery was discussed. Per the encounter notes ¿previous 360 fusion and hardware removal from l4 to s1. We know that during the anterior lumbar interbody fusion procedure had to be aborted and a lateral approach done at l4-l5. When the patient awoke, she had some left anterior thigh pain. My concern is that there was some trouble with the ascending iliolumbar vein at that level, whether it was having difficulty ligating it or inability to ligate it. We know that the genitofemoral nerve has a close proximity to that area and lies over the top of the psoas there. I am wondering if there is some injury or irritation to the nerve during that case and that is why it had to be aborted and approached from the side. They approached it from the right side so this would rule out any lateral approach related complications from that side. She went on to have a posterior instrumented fusion and <(><<)>> took out a screw s1 on the left side, which did not provide her pain relief.¿ on (B)(6) 2013, the patient presented burning and pain down left side of leg, persistent pain, and depression. On (B)(6) 2013, the patient presented for a preoperative evaluation with back and left anterior thigh pain. The patient reported a little bit of difficulty urinating. On (B)(6) 2013, the patient presented low back pain and left lower extremity anterior lateral thigh pain and the pre-operative diagnosis of pseudoarthrosis l4-s1. The patient underwent surgery, which consisted of a posterior spinal fusion l3-s1; posterior spinal instrumentation l3-s1; hardware removal l4-5; exploration of fusion; use of allograft spinal fusion; and bone marrow aspiration from iliac crest. Per the operative report, ¿¿we carried our dissection laterally to identify bilateral transverse processes or l3, l4, l5, as well as bilateral sacral ala. We explored for fusion and there was none. There was obvious pseudoarthrosis there. We remove the hardware from 4-5¿followed by screw, and placed screws bilaterally at l3, these were 5.5 x 45-mm screws. We removed the screws on the left side at l4, kept the remaining screws at 4 and 5, and placed screws at s1, these were 7.5 x 30-mm screws¿¿¿ on 11 (B)(6) 2013, the patient was discharged from hospital. On (B)(6) 2013, the patient presented with improved thigh pain. X-rays were taken and showed good position of construct with no change from previous x-rays. On (B)(6) 2013, the patient complained, approx. Six weeks post revision posterior instrumented and decompression and fusion, with low back, groin, abdominal, and ¿private area pain¿. The patient had some pain with rom. The patient was wearing a brace. X-rays showed good position of construct with no change from previous x-rays. On (B)(6) 2014, the patient presented with ongoing lumbar pain and left anterior thigh pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.